Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The returned meter was tested using a retention battery, retention test strips (lot 671031), and retention controls. Control ranges: level 1 = 30-60 mg/dl. Level 2 = 216-353 mg/dl. Results: level 1: 39 mg/dl, 38 mg/dl, 39 mg/dl. Level 2: 285 mg/dl, 289 mg/dl, 292 mg/dl. All returned results are within the acceptable range. The returned test strip vial was visually inspected and no obvious signs of damage or contamination were observed. The vial integrity was tested and passed. There is evidence to support that the returned vial was appropriately sealed. The returned test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with an accu-chek inform ii meter. At 23:20, a sample from the patient was tested using the meter, resulting in a glucose value of 31 mg/dl. At 23:34, a sample from the patient was tested using the meter, resulting in a glucose value of 78 mg/dl.

Manufacturer narrative:
The inform ii meter serial number was (B)(6). The customer's meter, test strips, and control material were replaced. The customer ran controls on the day of the event and these passed. The customer's meter was returned for investigation where it was tested using a retention battery, retention test strips, and retention controls (lot 20100512). The customer returned control material (lot 23700523), but it was not tested due to being open past its open stability date. Control ranges: level 1 = 30-60 mg/dl. Level 2 = 216-353 mg/dl. Testing results: level 1 = 39 mg/dl, 38 mg/dl, and 39 mg/dl. Level 2 = 285 mg/dl, 289 mg/dl, and 292 mg/dl. All returned results are within acceptable range. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.